Event description:
A customer contacted beckman coulter in regards to a leak on unicel dxc 800 synchron clinical system. The leak was liquid waste from canister and was caused by the cracked hydro canister lids. The liquid waste consisted of chemicals and bio-hazardous material. There was no indication that any personnel were exposed to chemicals and bio-hazardous material. There was no effect to patient or user.

Manufacturer narrative:
The fse replaced the canister kit.